Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul, alpha insert, mm/32 on an unknown side on an unknown date and the patient underwent revision surgery on an unknown date due to aseptic, lymphocyte-dominated vasculitis associated lesion.

Manufacturer narrative:
Additional information has been requested and is currently not available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient was implanted with alloclassic stem - metasul head and underwent revision due to aseptic, lymphocytedominated vasculitis-associated lesion. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea: increased release of wear particles due to 3rd body wear due to particles (bone cement, ceramic particles from former revision) => possible: it is unknown if the patient had a previous revision surgery. Increased release of wear particles, loosening of components, foreign body reaction due to increased wear from articulation due to insufficient wear performance of components (material, surface, clearance) => not possible: compatibility masterfile, wear performance; compatibility specification certifies the wear performance. Increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to design => possible: product is not received, therefore cannot be excluded. Increased release of wear particles, disfunction of joint due to dislocation, subluxation => not possible: no dislocation was reported. Inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation due to wrong cup position, impingement of the skirted head with acetabular liner possible: product is not received, therefore cannot be excluded. Micro motion, fretting corrosion, higher crevice corrosion due to compatibility wi/wa components (tolerances of taper, different loading transfer proximal/distal) => not possible: anatomic fatigue, corrosion fatigue results, compatibility specification covers that risk. Micro motion, loss of taper connection due to frictional moments for ball heads => possible: product is not received, therefore cannot be excluded. Metal ion release - increased serum cobalt and serum chromium due to wear and metal ion release => possible: product is not received, therefore cannot be excluded. Increased wear, loss of taper connection, dislocation due to high patient activity => possible: patient activity level is unknown, therefore cannot be excluded. Mal-function of articulation, leading to excessive wear due to wrong material combinations => not possible: material combination is approved by zimmer biomet. Mal-function of articulation, leading to excessive wear due to off label use, combination with competitor products : not possible: material combination is approved by zimmer biomet. Increase particle and metal ion release, increased wear, loss of taper connection, subluxation, dislocation due to increased ante/retroversion of the stem may increase joint loading: possible: no x-rays were received, therefore cannot be excluded. Dislocation, increased micro separation due to soft tissue laxity => possible: no laxity is reported, however this risk cannot be excluded. Increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition => not possible: no impingement was reported. Loss of taper connection, wear due to wrong sizing/combination (taper sizing): not possible: material combination is approved by zimmer biomet. Increased release of wear particles due to scratches on articulation surface from surgeons: possible: it cannot be confirmed if it happened or not, therefore cannot be excluded. Increased wear, fretting corrosion (lever torque) due to patient with high body weight and bmi: possible: patient weight is unknown, therefore cannot be excluded. Failure of implant function (loosening of taper connection, increased wear from articulation) due to metasul heads are re-used against manufacturers directions provided on box labeling and IFU: possible: it is unknown if the patient had a previous revision surgery. Conclusion summary according to the event the patient underwent revision surgery after an unknown time in-vivo due to alval. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Moreover, a tissue reaction like alval or metal allergy can be a post-operative risk for metal on metal (mom). These are known risks for this kind of metal-on-metal implants as stated in zimmer biomet instruction leaflet for endoprostheses. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer`s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information (device has been received at zimmer (B)(4)). Concomitant medical products: item: alloclassic, sl stem, offset, uncemented, 4, taper 12/14 catalog #: 01.00121.040 lot #: 2393958 item: metasul, head, m, 32/0, taper 12/14 catalog #: 19.32.06 lot #: 2395245. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. The following reports are associated with this event: 0009613350-2017-01225, 0009613350-2017-01232. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were update (product returned). The updated investigation results are shown below. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: alval review of event description: it was reported that the patient was implanted with alloclassic stem - metasul head and underwent revision due to aseptic, lymphocyte-dominated vasculitis-associated lesion. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: on the articulation surface of the metasul® alpha insert numerous fine scratches can be seen. One area shows several coarser scratches which are directed in the same direction. It is assumed that these derive from the revision surgery. A screw hole can be observed on the polyethylene rim, going through the insert, which was made during revision surgery to remove the insert from the shell. The anchoring side of the insert exhibits abrasions, scratches and nicks most likely from the revision surgery. The original surface with its machining marks can still be recognized. In some areas slight yellowish discolorations can be observed. On the anchoring side of the insert, there is a set of indentations from the shell¿s fixation spikes which are enlarged to a line. In some areas the anchoring side exhibits backside changes. On the side surface of the rim an almost circumferential line with slightly roughened surface can be seen. The articulation surface of the metasul® head shows several fine scratches. There are some isolated nicks and scratches probably deriving during or after removal. On the head taper, surface changes due to fretting corrosion could be found. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw (stem): systemic adverse body reactions, due to contaminated device due to insufficient internal cleaning process? Not possible, as DHR confirm that all requirements during manufacturing are met. Systemic adverse body reactions, due to corrosion products released from implant? Possible, as the stem component was not returned for investigation. Therefore, this potential cause cannot be excluded. Systemic adverse body reactions, due to implant or packaging material is not biocompatible? Not possible, as biocompatibility specification and packaging specification confirm suitability/compatibility of the used packaging. Systemic adverse body reactions, due to implant or packaging materials contain phthalates and/or bpa? Not possible, as biocompatibility specification and packaging specification confirm suitability/compatibility of the used packaging. Systemic adverse body reactions due to leakage of substances which are cytotoxic? Not possible, as biocompatibility specification and packaging specification confirm suitability/compatibility of the used packaging. Systemic adverse body reaction due to leakage of substances of very high concern? Not possible, as biocompatibility specification and packaging specification confirm suitability/compatibility of the used packaging. Root cause determination using rmw (insert): adverse body reaction due to metal particles release (fretting between shell and stem) leading to soft tissue reaction and damage due to impingement with stem, leading to detachment of sandwich construction, wear on stem neck? Not possible, visual examination did not show any signs of impingement. Systemic adverse body reactions, due to contaminated device due to insufficient internal cleaning process? Not possible, as the DHR confirm that all specifications (including sterilization) were met. Also, biocompatibility specification alpha metasul confirms suitability/compatibility of the used material. Systemic adverse body reaction, due to corrosion products released from implant? Not possbile, as returned products did not show any signs of corrosion. Systemic adverse body reaction, due to implant or packaging material is not biocompatible? Not possible, as biocompatibility specification and packaging specification confirm suitability/compatibility of the used components. Systemic adverse body reaction, due to implant or packaging materials contain phthalates and/or bpa? Not possible, as biocompatibility specification , material compatibility specification, ¿usage in zimmer products¿ and packaging specification confirm suitability/compatibility of the used components. Systemic adverse body reaction, due to leakage of substances which are cytotoxic? Not possible, as biocompatibility specification and packaging specification alpha metasul confirm suitability/compatibility of the used components. Systemic adverse body reaction, due to leakage of substances of very high concern? Not possible, as biocompatibility specification , material compatibility specification and packaging specification confirm suitability/compatibility of the used components. Systemic adverse body reaction, due to spreading of transferable agents? Not possible, as biocompatibility specification , material compatibility specification and packaging specification confirm suitability/compatibility of the used components. Root cause determination using rmw (head): systemic adverse body reaction, due to contaminated device due to insufficient internal cleaning process? Not possible, as the DHR confirm that the product was manufactured according to validated processes at zb. Systemic adverse body reaction: corrosion products released from implants? Possible, as product investigation shows fretting corrosion. Systemic adverse body reaction, due to implant or packaging material is not biocompatible? Not possible, as biocompatibility specification , biocompatibility of protasul-20 / -21wf, , packaging specification confirm suitability of the used packaging material. Systemic adverse body reaction, due to implant or packaging materials contain phthalates dehp and/or bpa? Not possible, as biocompatibility specification, material compatibility specification, dehp/bpa usage in zimmer products, and packaging specification confirm suitability of the used packaging material. Systemic adverse body reaction, due to leakage of substances which are cytotoxic? Not possible, as biocompatibility specification and packaging specification confirm suitability of the used packaging material. Systemic adverse body reaction, due to leakage of substances of very high concern? Not possible, as biocompatibility specification, material compatibility specification , packaging specification , confirm suitability of the used packaging material. Conclusion summary: it is reported that the implants were revised due to aseptic, lymphocyte-dominated vasculitis-associated lesion. No further information is available. No further patient information/history is available due to au privacy laws. On the anchoring side of the metasul® alpha insert there is a set of enlarged indentations from the shell¿s fixation spikes. The enlarged indentations together with the observed roughened surface could indicate that the insert rotated slightly in the shell. It remains unknown why and at what point in time the insert rotated slightly in the shell. The appearance of the articulation surfaces does not point to abnormal wear behavior, e. G. Rim loading. Surface changes were found on the taper of the metasul® head. The reason for this phenomenon remains unknown and it stays unknown if they contributed to the reasons for revision. As there are neither x-rays nor surgical reports or other clinical information at hand the clinical situation stays unknown. Based only on the investigation of the retrievals it remains unknown why it came to the reported reasons for revision mentioned above. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.